Event description:
Customer reported that a patient with a known anti-k is showing negative reactions with a 2 cell screen assay on galileo. Testing was performed with capture r- ready screen lot # x190. On cell # 1 which is negative for k, 1+ results were present and for cell # 2 which is heterozygous for k, they got no reaction. The customer manually tested the sample with panoscreen lot# 18936; cell 1 (neg for k) was not reactive. Cell 2 ( positive for k ) reactive (1+). The sample was also manually tested with panocell 10 lot # 20967 using peg; positive (1 +) reactions were observed for kell on cell 7, 10.

Manufacturer narrative:
The presence of the k antigen was confirmed on retention crrs, lot k190. The returned sample was tested using retention panoscreen I and ii, lot 18936, with immuadd as the potentiator. Cell I was nonreactive in all phases of testing. Cell ii was only microscopically positive at iat. Performed calibrated testing with the sample using retention crrs (I and ii), lot x190, using retention crirc. The lot that the customer used was expired. The sample exhibited no reactivity with retention crrs (I and ii), lot x190. The antibody appears to be below the threshold of detection for crrs; the event appears to be related to the nature of the sample.